Manufacturer narrative:
(B)(4). Method: the complaint rd900agu neopuff infant resuscitator was returned to fph service center in (B)(4). It was visually inspected and performance tested, as per neopuff infant resuscitation technical manual, by a qualified fph service technician. Our analysis is accordingly based on the service report and photographs provided by fph service center. Results: visual inspection revealed that the enclosure of the subject neopuff unit was broken, causing it to leak. A lot check revealed no other complaints of this nature for lot number 080229. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The damage observed was most likely due to impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. This suggests that the subject neopuff unit was damaged after it was released for distribution. The fph service technician in (B)(4) is currently waiting for the healthcare facility's reply regarding the repair of the subject neopuff unit.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rd900agu neopuff infant resuscitator sustained physical damage, causing it to leak. No patient consequence was reported as a result of this incident.